Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code for the denali filter products is identified.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dl950f vena cava filter allegedly experienced difficult to remove and positioning issue. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dl950f vena cava filter allegedly experienced difficult to remove, tilt and filter apex perforation. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight and gender were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code for the denali filter products is identified in d2. As the lot number for the device was not provided, a manufacturing review was not performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.